Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection presented no damage or irregularities to the device. Functional testing was performed by attempting to rotate the drive shaft; however, it was unable to rotate. The device was then connected to the rotapro console and functional tested. When the device was started there was a 'stall' error right away, not letting the console run/respond to the device. As the drive shaft would not rotate and when tested there was a stall message, and there was no visible damage to the advancer that could be associated with the failure to rotate, therefore it can be concluded the ultem is melted.

Event description:
It was reported that the burr exceeded the set speed. A 1.50mm rotapro was selected for an atherectomy procedure in the 95% stenosed and 95% calcified left anterior descending artery (lad). The burr was loaded on a rotawire and the platform speed was set to 165,000 rpm. During ablation in the lad, the burr speed increased to 288,000 rpm. A low pitch was heard. Ablation was attempted again, and the same thing occurred. The console cables were disconnected and then re-connected to re-platform. However, the speed was still in the high 200s. Dynaglide was used to remove the burr. A balloon and stent were used to complete the procedure. No patient complications occurred and the patient was stable.

Event description:
It was reported that the burr exceeded the set speed. A 1.50mm rotapro was selected for an atherectomy procedure in the 95% stenosed and 95% calcified left anterior descending artery (lad). The burr was loaded on a rotawire and the platform speed was set to 165,000 rpm. During ablation in the lad, the burr speed increased to 288,000 rpm. A low pitch was heard. Ablation was attempted again, and the same thing occurred. The console cables were disconnected and then re-connected to re-platform. However, the speed was still in the high 200s. Dynaglide was used to remove the burr. A balloon and stent were used to complete the procedure. No patient complications occurred and the patient was stable.